Manufacturer narrative:
Additional information added to b5 b5: upon follow-up, it was reported that on an unknown date, the patient was discharged. Antibiotic treatments were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (1 gram, ongoing, route and frequency not reported) and magnova (1 gram, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the event. Two days after event onset, pd therapy was discontinued, the pd catheter was removed and patient was shifted to hemodialysis three times a week. No additional information is available.